Manufacturer narrative:
(B)(4). Broken cam. Eval summary: the analysis results for the el5ml device found that it was returned with a piece of the cam broken off and missing. The device was cycled and ejected the remaining clips due to the cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to address broken cam issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap chole procedure the surgeon used a device clip to ligate the blood vessels. After the first clip was fired properly it seemed like the device is broken. The device wouldn't fire again. The nurse changed the device with a new one and the operation was continued as scheduled. There was no patient consequence.